Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a mid-urethral sling procedure. According to the complainant, five or six weeks after the procedure, the patient went back for follow up for the reason that she could feel something in her incision. Reportedly, the patient¿s husband could feel the device while having intercourse. The patient then decided to go to another physician as the physician who implanted the device had already retired. During the review, they found out that the first surgeon did not remove the centering tab and was left in the incision site. Subsequently, the blue centering tab was removed from the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
It is unknown what type of device was used during implantation. The correct upn of the device is either m0068502110 (advantage fit system) or m0068502000 (advantage system). Initial reporter name and address: (B)(6).

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a mid-urethral sling procedure. According to the complainant, five or six weeks after the procedure, the patient went back for follow up for the reason that she could feel something in her incision. Reportedly, the patient¿s husband could feel the device while having intercourse. The patient then decided to go to another physician as the physician who implanted the device had already retired. During the review, they found out that the first surgeon did not remove the centering tab and was left in the incision site. Subsequently, the blue centering tab was removed from the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Information received on october 24, 2018. It was reported that the device used was an advantage system. The patient went back to the or on july 2018 for the retained object in her body.